Event description:
Event description guidant received information that one day post implant, this transvenous defibrillation lead and left ventricular lead exhibited decreased r-wave measurements and increased pacing thresholds. A chest x-ray was obtained, but was unremarkable.